Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested by the patient experiencing a temperature, abdominal pain, nausea, and vomiting. The cause of peritonitis was due to a break in aseptic technique. On the same day as onset, the patient was hospitalized for the event and the patient began treatment for the peritonitis for two weeks with vancomycin (500 mg/daily/ intraperitoneally) for two weeks. One week after being admitted to the hospital, the patient was discharged. Five days following discharge, the patient was recovered from the peritonitis. On an unreported date, the patient was retrained in proper aseptic technique for pd therapy. The patient recovered from the event, and dianeal therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.